Manufacturer narrative:
The field reports of noise and oversensing were confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found an external insulation abrasion in one location breaching the re cable lumen proximal to the suture sleeve tie impressions consistent with friction to the device can with no damage noted to the etfe cable coating. The inner lumen was found to be abraded with an abrasion noted to the ptfe liner exposing the inner coil. The exposure of the inner coil in the abrasion zone likely caused the complaints reported from the field. All other damage noted to the lead body was consistent with that occurring at time of explant.

Event description:
During remote follow-up, oversensing noise episodes were observed on the right ventricular (rv) lead. Technical support was contacted and suggested performing tests to check whether the issue was related to the lead or the connection in the header of the device. A replacement surgery was performed and the device and lead were explanted and replaced. The patient's condition was stable following the procedure.